Manufacturer narrative:
Linearity testing and comparison studies were performed on the meters; there were no issues. The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter states they received questionable glucose results for one patient tested with accu-chek inform ii meter serial number (B)(4) using test strip lot 479408 (expiration date = 30-jun-2022) and with accu-chek inform ii meter serial number (B)(4) using an unknown lot of test strips. The meter values were low, but the patient had no symptoms of low glucose during meter testing. At 8:15 a.m., a sample from the patient was tested using meter serial number (B)(4) using test strip lot 479408, resulting in a glucose value of 48 mg/dl. The reporter states the patient may have been treated with medication which could have been d-50 at 8:30 a.m., but the reporter could not confirm what medication was provided or how much. At 8:36 a.m., a sample from the patient was tested using meter serial number (B)(4) using test strip lot 479408, resulting in a glucose value of 23 mg/dl. At 8:53 a.m., a sample from the patient was tested using meter serial number (B)(4) using test strip lot 479408, resulting in a glucose value of 22 mg/dl. At 9:12 a.m., a sample from the patient was tested using meter serial number (B)(4) using test strip lot 479408, resulting in a glucose value of 25 mg/dl. At 9:30 a.m., a sample from the patient was tested using meter serial number (B)(4) using test strip lot 479408, resulting in a glucose value of 80 mg/dl. At 10:05 a.m., a sample from the patient was tested using meter serial number (B)(4) using test strip lot 479408, resulting in a glucose value of 14 mg/dl. At 10:06 a.m., a sample from the patient was tested using meter serial number (B)(4) using test strip lot 479408, resulting in a glucose value of 57 mg/dl. At 10:14 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a glucose value of 167 mg/dl. At 2:45 p.m., a sample from the patient was tested using meter serial number (B)(4) with an unknown lot of test strips, resulting in a glucose value of around 16 mg/dl. The patient's symptoms did not match this value and no treatment was provided to the patient at this time.